Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pocket site discomfort. The patient underwent a revision procedure wherein ipg was relocated and replaced per physician preference. No device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
The initial MDR was sent in error, this is a duplicate issue of MFR report #: 3006630150-2016-02644.

Event description:
A report was received that the patient had pocket site discomfort. The patient underwent a revision procedure wherein ipg was relocated and replaced per physician preference. No device malfunction was suspected. The patient was doing well post operatively.